Event description:
It is reported that while inserting the liner into the shell, the surgeon noticed that rings on the shell were bent. The surgeon resorted to using another device resulting in a 30 minute extension in surgery.

Manufacturer narrative:
Evaluation summary: it is unknown if the proper surgical technique was used to insert the shell. It is likely that the damage to the shell and locking ring was done during insertion of the shell or when inserting the bone screws. Based on the information provided, a definitive cause for the failure cannot be determined with certainty. Evaluation: as returned, the shell exhibits damage on the rim above the locking ring window. Some material is bent inward towards the center of the shell and upward away from the rim. The locking ring is deformed in the window area and, approximately 180 degrees from the window, it is bent downward. The ring does not move freely within the shell. The device history records were reviewed and found to be conforming to the manufacturing, inspection, and packaging specifications.